Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (b)(40. Model: sc-2218-50. Serial: (B)(4), batch: 5007373/21442760.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure wherein all devices were removed and were discarded. The patient was doing well postoperatively.